Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent migration occurred. The 90% stenosed lesion was located in a moderately tortuous and non-calcified brachial vein shunt. This 6f 8x20x75 reduced profile wallstent was deployed in the lesion. Then the stent "got moved". As a result, another 6f 8x20x75 reduced profile wallstent was deployed in the lesion to complete the procedure. No further patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).